Manufacturer narrative:
(B)(4). Batch # r5ah6r. Device evaluation summary: the analysis found that one ntlc75 device was returned with the right bearing detached, the left bearing was present and in position within the saddle pin and with no reload loaded. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a little piece of the device fell into the patient's stomach. Piece saw and recovered by the customer. The device that fell looks like a small metal washer. It was returned with the device. No consequence for the patient.